Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.

Manufacturer narrative:
(B)(4). Device evaluation: the pump powered on with a blank display. A test display was attached to the pump and illuminated properly without discoloration.